Event description:
A home patient reported a reload set 161 alarm on a homechoice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a cracked cassette. The cassette was replaced and the therapy was restarted. No patient injury or medical intervention was reported related to the event.

Manufacturer narrative:
The sample was not available for evaluation. The customer was not willing to be contacted for further information, per the initial contact to baxter.